Event description:
I'm a type 1 diabetic and use the minimed 780g insulin pump and recently switched to the simplera sync¿ sensor. Over the weekend, I received communication from medtronic that a pump update was required, I completed this update on (B)(6) 2026. I placed a new simplera sync¿ sensor in the afternoon of (B)(6) 2026, waited the warmup period and went to calibration the sensor. The sensor was reading 73 and a manual finger stick reported 86. I entered the value into the pump for calibration but received a notification that the calibration was not accepted and to wait 15 minutes to recheck. I waited the 15 minutes, rechecked and blood glucose was 106, entered the value on the pump, was again told calibration was not accepted please wait 2 hours and retest. I waited the 2 hours, retested and was again told calibration not accepted please wait 2 hours and recheck. I rechecked approximately 6 hours later when I woke up for the day. Again, was told calibration not accepted and this time to replace the sensor. This happened 3 different times with 3 different sensors. Serial numbers one the sensors were as follows: (B)(6), and (B)(6). All three sensors were from the same box of 5 with a lot code of hg97jd6, manufacture date 2025-11-10 and an expiration date of 2026-10-27. I have requested replacements from medtronic and will be contacting technical support today to file a complaint. Device code: 1535, 2440. Patient code: 4582. Reference mw5185690 and mw5185692.